Manufacturer narrative:
The reported event of failure to capture was not confirmed. Final analysis found that as received, a complete lead was returned in one piece. No shorting was noted when a short test was conducted for shorts between conductors while manipulating and stretching the lead. Electrical testing did not find any indication of conductor fractures or internal shorts. Upon visual and x-ray examination, there were no anomalies found with the lead.

Event description:
It was reported that the patient presented for an implant procedure on (B)(6) 2023. During the procedure, it was noted that the right ventricular (rv) lead exhibited an inability to capture or pace. The lead was not used and was replaced. The patient was discharged with no reports of adverse consequences.